Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6b. H6 - type of investigation, investigation findings and investigation conclusions. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that this patient's right knee will be revised. Patient's knee was causing pain and collapsed around summer of(B)(6) before the recall.

Manufacturer narrative:
H3: pending investigation.